Manufacturer narrative:
On (B)(6) 2024, additional information was received stating that during troubleshooting, the pump battery was charged to 100 percent without an issue. The alleged issue could not be confirmed, and the pump was in working condition. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.